Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a loud pop noise and visible smoke coming from the back of the alinity I analyzer. The field service engineer (fse) did a general check of the analyzer but did not see any visible smoke or signs of fire. The fse found the analyzer power supply did not have all power supply lights on and replaced the power supply. There was no impact to patient management, user safety, or facility damage reported. No injuries were reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting seeing smoke emerging from the alinity I processing module, serial number (B)(6). No traces of fire or evidence of fire was observed, and no injury occurred. During troubleshooting, the fsr inspected the power supply and found it the cause of the smoke and loud noise. The fsr replaced the main power supply, processing module, part number a-30103383-02, which resolved the issue. No evidence of burn damage to the part was observed. The analyzer was returned to normal operation. There have been no further occurrences of smoke after the main power supply was replaced by the fsr. A review found the 2023 ul certification memo contains adequate information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The loud noise and smoke observed was limited to the main power supply, processing module, part number a-30103383-02; the smoke did not spread to other parts of the module. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.